Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician was only able to advance a ruby coil part way into the non-penumbra microcatheter. It was also reported that the physician felt resistance as the ruby coil was going into the microcatheter. The ruby coil was then removed and was not used in the procedure. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.